Event description:
It was reported that the user experienced recurrent low blood glucose readings for several days at a time without an apparent reason, occurring several times per month while using the ilet system. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication and characterization of the event as a serious injury or illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no available findings, with insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial